Event description:
It was reported after flushing the sterile saline, air aspirated from the hemostasis valve when releasing the plunger of the syringe. There were no consequences to the pt.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Functional testing confirmed a leak. The investigation revealed the leak was caused by a tear in the hemostasis seal. However, it is uncertain what caused the tear in the seal. Review of the device history record confirmed this lot met mfg requirements prior to shipment.